Event description:
It was reported that during a peripheral angioplasty procedure, stent movement on the balloon occurred. The 95% stenosed lesion was located at the non-tortuous and non-calcified left renal artery. A 6.0mmx14mmx90cm express vascular sd bare metal stent crossed the lesion and during delivery they noticed that the stent was displaced on the balloon. The stent and the balloon were removed together using the guide catheter and the procedure was completed with another of the same device. No patient complications were reported and the patient condition is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a peripheral angioplasty procedure, stent movement on the balloon occurred. The 95% stenosed lesion was located at the non-tortuous and non-calcified left renal artery. A 6.0mmx14mmx90cm express vascular sd bare metal stent crossed the lesion and during delivery they noticed that the stent was displaced on the balloon. The stent and the balloon were removed together using the guide catheter and the procedure was completed with another of the same device. No patient complications were reported and the patient condition is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd stent delivery system (sds) with stent and no original packaging or other devices. There was contrast between the balloon folds. The balloon was tightly folded with the stent moved 5mm past the distal edge of the proximal markerband. The shaft was kinked 25cm from the distal tip. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).